Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The noise was oversensed but did not lead to any impact on therapy. Boston scientific technical services (ts) reviewed these observations and provided troubleshooting recommendations. The physician has elected to perform testing at the next follow-up. The implantable cardioverter defibrillator (ICD) and this rv lead remain in service. No adverse patient effects were reported. Additional information was received that the rv noise was recreated in-clinic when the patient pressed their hands together in front of their thorax. The noise was also observed on the shock channel but was not oversensed on either channel. Additionally, high out of range shock impedances were observed on some vectors and a lead dislodgment was suspected. The noise was not oversensed and the system will continue to be monitored.